Manufacturer narrative:
Attempts to contact the patient for additional information were made; however, there was no response from the patient. No investigation was performed. No information available regarding the product that was involved. Multiple attempts to obtain additional information for an investigation were unsuccessful. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended. Implant date, only the year was provided by the patient. Explant date, only the month and year were provided by the patient.

Event description:
It was reported by the patient that the patient experienced problems while having lap band. Per report, the patient stated that ". What it did to my insides". The patient had the gastric band for about 14 years before having it removed a month prior to this report. No additional information was provided.